Manufacturer narrative:
Result: visual inspection of the returned product found pieces of both haptics and optic torn off and one piece of optic missing. One haptic was bent. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Evaluation method: device history review. Evaluation result: after reviewing the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the lens or cartridge manufacturing process. All steps were performed per sops and all parameters were within specifications. There is no direct evidence that can lead to the root cause of this complaint. (B)(4).

Manufacturer narrative:
Per medical review - there is no information to determine if there was any malfunction of the insertion system, but a work-order search showed two similar complaints. The facility ascribed the event to improper lens loading. (B)(4).

Manufacturer narrative:
Diopter: +2.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: evaluation method: lens work order search and claim search by cartridge lot number. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. A claim search by cartridge lot number revealed two similar complaints. Conclusions: based on the complaint history, lens work order and claim search by cartridge lot number, it was determined that the root cause of this event was due to loading error. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a aq5010v three piece silicone lens, +2.00 diopter into the patient's eye. The lens tore and the haptic came off during insertion into the eye. The lens was removed from the eye and a backup lens, same model and diopter was implanted.there was no patient injury. Cause of damage to the lens was loading error.